Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. During investigation, cracks were observed in both the top and bottom housing. Upon removal of the top housing, the ratchet retainer pins were observed to be improperly seated and the mechanism rails and reservoir cap were damaged. These damages aligned directly with the damage observed to the underside of the top housing and piezo, indicating these damages were sustained post-use. It could not be determined to what extent, if any, the observed post-use damage may have contributed to the observed corrosion via fluid ingress due to the identification of an internal leak. The observed internal cannula tear is related to action (B)(4). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod experienced a communication error after approximately 1-4 hours of wear and emitted an alarm. This led to the patient¿s blood glucose levels increasing to above 250 mg/dl despite administering a correction bolus dose. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.